Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that patient medication was not crossing over all our station. A technical support specialist (tss) checked the communication between carefusion coordination engine (cce) and the server. The tss verified healthsight viewer (hsv) for any error messages and restarted the external messaging service on the application server. All services were confirmed to be running. A query was executed, and all messages and orders were successfully crossing over. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server medication was not crossing over all the stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.